Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle and cartridge change was performed resolving the issue. Additionally, there was a piece of white septum in the syringe. The customer continued using the cartridge. Additionally, a cartridge was leaking. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded, and customer resumed insulin therapy.